Event description:
In 2008, the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra 2 meter read inaccurately high. On april 10, 2008, the medical affairs specialist (mas) spoke with the patient and mother to obtain additional information included in the incident description. The patient takes 50 units of "n" insulin each evening and 40 units each morning. The patient said he kept getting the same result of 191 mg/dl on the reported meter when he attempted to test his blood glucose. He was not sure how many days he continued to receive this result. He took his usual daily doses of insulin. On the day prior to original date, the patient said he wasn't feeling well. He became sweaty and tired. The mother called ems. Emt's obtained a result of 38 mg/dl on the ems meter at 9:00 pm and treated the patient with IV glucose. The patient was transported to the ER where he received additional glucose. The patient said his blood glucose level was better in the ER, and he was released to home. The customer care advocate (cca) discovered that the patient and mother were following incorrect testing technique by pressing the "ok" button, and then inserting the wrong end of the test strip into the meter test strip port. The meter code was also set incorrectly. The patient and mother continued to see the result of 191 mg/dl that was stored in the meter memory. The cca trained the mother how to use the meter and walked her resetting the meter. The patient's products were replaced. The complaint is reported because the patient alleges he continued to interpret the elevated result in the meter memory as his current blood glucose reading and took insulin per his usual regimen. Afterward, he claims he experienced symptoms consistent with hypoglycemia and a hypoglycemic reading on an ems device for which he received IV glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.